Event description:
The initial reporter received questionable tina-quant hemoglobin a1cdx gen. 3 (hba1c) results for three patients tested on a cobas c 513 analyzer. The patient's initial hba1c result was not reported outside the laboratory. The customer performed repeat testing with the sample on a cobas c 513 analyzer. On (B)(6) 2022, patient 1's initial hba1c result was 12.08%. On (B)(6) 2022, patient 1's repeat hba1c result was 9.02%. On (B)(6) 2022, patient 3's initial hba1c result was 9.15%. On (B)(6) 2022, patient 3's repeat hba1c result was 6.52%. On (B)(6) 2022, patient 4's initial hba1c result was 12.04%. On (B)(6) 2022, patient 4's repeat hba1c result was 7.28%. The hba1c reagent lot number was 59191001 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The customer checked the cobas c 513 analyzer. The field service engineer checked the analyzer. He discovered the cleaning of the cuvettes was not working properly. He found the filling of the cuvettes was too much and the naohd solution was on top of the cuvettes and dried. He found a needle that was not aspirating properly. He replaced the reagent probes, valves, and tubes, and lowered the naohd deterrent liquid level in cuvettes. After service, no further issues were reported. The investigation determined the service actions resolved the issue.